Event description:
Philips received a complaint on an IntelliVue Microstream Extension indicating the resuscitation team connected the necessary medical devices (monitor, backboard, defibrillator, capnography) after intubation. Initially, capnography displayed an end-tidal CO2 signal on the monitor. After several minutes, the capnography signal disappeared and could not be re-established despite attempts to locate or reconnect it.Additional information related to the event, including patient outcome and further detail related to the case was requested; however, no additional information was provided for this event. It remains unknown if there was any negative impact to the patient.

Manufacturer narrative:
Analysis was performed by authorized bench repair personnel which included visual and functional testing and calibration using a Fluke safety tester, vital signs simulator and a flowmeter. The results of the analysis indicate the CO2 pump has severe internal leakage and cannot be calibrated. No other functional defects were identified. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty CO2 pump. The issue was resolved by replacing the CO2 pump. After repair, the device was calibrated and tested and was confirmed to pass all functional testing. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.